Event description:
Related manufacturer reference number: 2017865-2022-11388. It was reported that a patient presented for a unrelated elective replacement procedure. After the procedure, the patient's right atrial (ra) and right ventricular (rv) leads were found to have dislodged and this was confirmed through fluoroscopy. Both the ra and rv leads exhibited additional malfunctions of high capture thresholds and variations in sensing threshold due to the dislodgement. The ra and rv leads were explanted and replaced on (B)(6) 2022, and both leads were found to have moved to the right. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and r-wave amp variation. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. The reported events of inadequate capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.